Manufacturer narrative:
The complaint devices will not be returned for analysis. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B) (4).

Event description:
It was reported that during the esi case/a-fib procedure, the lasso catheter got caught in the mitral valve. Upon removal of the catheter, it was noted that the tip was missing. The patient was transferred to ICU for observation. The following bwi equipment was involved during the procedure: cool flow pump ((B) (4)), stockert (st-1902), lasso catheter (d7l1020rt lot: 15044642), sound star (catalog & lot were unk) and cool flow tubing (cft001- lot unk). According to the ep lab, the tip of the catheter was not found. Patient is stable and no patient consequence. All other co-products were working fine. The complaint devices will not be returned for analysis.